Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare recommended to the hospital to replace the power control board. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare recommended to the hospital to replace the power control board.

Event description:
The hospital alleges the unit shut down while in standby mode. There was no report of patient involvement.